Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving sufentanyl (200 mcg/ml at 25 mcg/day), bupivacaine (8 mg/ml at 1 mg/day), and clonidine (150 mcg/ml at 18.75 mcg/day) via an implanted pump. On (B)(6) 2020 it was reported that at the most recent refill which had occurred in the past few months in another state, the patient had a pocket fill. At that time, the patient experienced symptoms pretty much within an hour and was in the hospital. The patient was doing well now. The patient believed that ¿somehow medication leaked out of the septum creating the pocket fill¿. No further complications were reported/anticipated.